Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has gone to the emergency room (ER) a couple of times in the last several years; however, contact could not provide specific event dates, specific bg values, or specific event details for the events. Reportedly, customer experienced ketones and received fluids during their ER visits. Contact reported that the customer did not experience any injuries.